Event description:
Procedure type: lap hernia repair. Patient gender: male. According to the reporter: the pin on locking collar dislodged and fell into patient. A lap grasper was used to retrieve the pin. It is not known if the incision was extended; however, a 45 minute extension to the surgical time occurred to retrieve the pin. New instrument was used to complete the case. No patient injury was reported. Patient was discharged and is in well condition.